Manufacturer narrative:
Field complaint of interrogation and programming anomaly was not confirmed. The device was received from the field in normal working conditions with battery voltage above elective replacement level. The pacer was evaluated under electrical and mechanical conditions and interrogated multiple times during the analysis without any issue. Additionally, the pacer was programmed and interrogated under field settings using inductive and rf telemetry and the device maintained communication with the programmer throughout the tests without any anomaly and results indicated normal functionality. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.